Event description:
The plaintiff's attorney alleges that the patient experienced a heart attack caused by exposure to naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
This event is one event for the same patient involving two separate products.